Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 435 mg/dl and sensor glucose value was 40 mg/dl. Customer was nurse so she was at work very tired and frustrated and out of sensors again. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.